Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The software was reloaded and the power supply plug was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the stenoscop system would not boot up. No pt injury was reported.